Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event and also found that the adhesive was not sticking. The customer experienced no symptoms related to hyperglycemia. Troubleshooting was declined by the customer. It was unknown that the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will continue the use of the device and will not be returned for analysis.